Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer reported the analyzer generated five error messages intermittently in one day. When troubleshooting the issue, the customer removed the faulty syringe to clean it and observed the syringe plunger binding and replaced it. The replacement syringe began generating error messages and the customer replaced the syringe again. The customer requested replacement syringes and the abbott customer technical advocate advised the customer to monitor the syringe performance. Upon f/u, the customer reported there were no further errors generated and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.